Event description:
It was reported that protector p50j expansion chamber was damaged. The following information was provided by the initial reporter: this is a report about a damaged expansion chamber film. According to the customer's report, after attaching the protector to a vial for preparation, the hcp found that the expansion chamber film was damaged (torn/detached). Drug preparation was completed with the affected protector; however, this might have led to exposure. The drug used is rituximab.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-08-08. H6: investigation summary one protector and three photos were provided to our quality team for investigation. Through visual inspection, it was observed there were two layers of film that had attempted to be sealed to the expansion bladder. Using magnification, it was identified that both layers were separated and not properly sealed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification the film is properly placed and free from damage. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information, it was determined the root cause of this incident is likely related to a defect in the film used during assembly. The file for the expansion bladder is provided by a supplier whom we have notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that protector p50j expansion chamber was damaged. The following information was provided by the initial reporter: this is a report about a damaged expansion chamber film. According to the customer's report, after attaching the protector to a vial for preparation, the hcp found that the expansion chamber film was damaged (torn/detached). Drug preparation was completed with the affected protector; however, this might have led to exposure. The drug used is rituximab.